Event description:
It was reported that a patient underwent a total abdominal hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2012 and suture was used. While closing, the needle pulled off the suture. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle has a cracked barrel with no suture remnant inside the hole. This is a manufacturing defect caused by overswaging.